Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab rupture". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current condition is reported as "critical".

Manufacturer narrative:
(B)(4). No serial number or lot number was reported. The serial number on the returned sample is (B)(6). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on a section of the bladder membrane; clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer end. The supplied 50cc inflation driveline tubing was noted connected to the iabc short driveline tubing; liquid blood was noted within the inflation driveline tubing. The visible section of the iabc bladder was fully unwrapped. The hemostasis cuff was noted disconnected from the iabc bifurcate; no visual damage or abnormalities were noted to the hemostasis cuff or to the iabc bifurcate. The stat-lock stabilization devices were noted on the hemostasis cuff. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact with no damage or abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0072in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The hemostasis cuff was reconnected to the iabc bifurcate without any difficulty. No loose connection was noted. Upon receipt, the teflon sheath was noted on a section of the bladder membrane; however, there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. After moving the sheath, no damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the iabc distal tip. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 1.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found the on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current condition is reported as "critical".